Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system: steerable guide catheter, 1 implanted mitraclip (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for clip delivery system (cds) component detachment resulting in difficulty removing the cds can include, but are not limited to, user technique/procedural conditions (e.g curves on the guide during cds insertion, excessive force used while translating the dc shaft) or manufacturing anomalies. With respect to the procedural conditions and/or user technique, cds component detachment resulting in difficulty removing the cds may be influenced by the user advancing the cds through the sgc with an unintended curve on the sgc shaft, resulting in excessive force placed on the clip, causing the clip to detach from the actuator assembly. Based on the information reviewed, the reported cds component detachment and subsequent event of difficulty removing the cds appear to be related to user technique/procedural conditions and not a product deficiency. There does not appear to be any evidence of a product quality deficiency. It should be noted that the mitraclip instructions for use (IFU) states: straighten the guide with the +/- knob when the delivery catheter tip is free from the left atrial wall and the mitral valve. This instructs the user to straighten or set the sgc shaft to neutral before insertion of a new cds. It was reported that the sgc shaft was curved during insertion of the reported cds, and therefore appears to have contributed to the reported event. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the detachment of the clip component from the clip delivery system ((B)(4)); although there was no adverse patient effect, if this were to recur there's potential of injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) was advanced to the left atrium. One clip was implanted successfully. The second clip delivery system (cds (B)(4)) was then advanced into the sgc. When the clip exited the tip of the sgc, it was noted to be hanging and was attached only by the gripper line and lock line. It was then observed that there was curvature on the sgc, and 120-135 degrees applied to the +knob. The clip was not oriented properly to be retracted; therefore, the gripper line was pulled a little bit to align it back into the sgc. The cds was carefully removed without resistance; however, the clip would not enter into the clip introducer; therefore, the cds and sgc were removed together. A new sgc was used to continue the procedure. Three clips were implanted and the mr was reduced to 2+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.